Event description:
This is a report of a patient with peritonitis after feeling pain during the initial drain phase of therapy. The patient had fulfilled the requirements of the initial drain and the technical service representative helped to advance the patient to start cycle 1. The cg noticed that the fluid in the patient line tubing was cloudy. Follow up conversation with the nurse revealed that the patient was admitted to the hospital for peritonitis on (B)(6) 2010 and discharged on (B)(6) 2010 after the infection was resolved. The patient started having abdominal pain and was readmitted to the hospital for peritonitis on (B)(6) 2010 and was scheduled for discharge on (B)(6) 2010. The nurse believed that this was a recurring peritonitis because the gram stain results are the same as the first episode. Further results of the recurring peritonitis were not available.

Manufacturer narrative:
(B)(4). The sample was not requested for this case of peritonitis. This event involves three baxter products. This medwatch is being submitted for the second of those three products.